Event description:
Pt was admitted to the hospital for an unk reason. He did not use the infusion device for almost 3 days and reported the infusion device did not correctly alarm that it was in the stop mode. Infusion device was requested for eval. No physiological effects were reported in relation to this event. Pt did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.